Event description:
It was reported that during a routine reprogramming, it was discovered that the patients left lead had high impedances. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7076326. Sc-221850 (sn: (B)(6)) the returned leads were analyzed, and visual and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent or kinked location of the leads. The bent or kinked location was near the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The possible flexing of the leads at the exit point of the clik anchor has resulted in the reported complaint. With all the available information, boston scientific concludes that the allegation of lead damage has been confirmed. Therefore, the probable cause selected is cause traced to component failure.